Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Section a. Patient information, no specific patient information provided.

Event description:
The customer reported a false elevated architect lactate dehydrogenase results for one sample. The sample (ID 426 and 1426) generated an initial result of 933 u/ml, and retests of 623 and 206 u/ml. No impact to patient management was reported.

Manufacturer narrative:
A search for similar complaint was performed for architect lactate dehydrogenase (ldh) reagent lot 50494un18 and found no other complaint related to the current issue. Tracking and trending did not identify any trends associated. The customers instrument logs were reviewed. This review found the customer had switched the default 1:3 automated dilution in the assay settings to the no dilution mode. The package inserts state that the samples be run with the 1:3 automated dilution mode to reduce pre-analysis variance. After the correction was made quality control and patient samples were normal. Manufacturing documentation was reviewed and did not identify any issues associated with the complaint issue. Review of product labeling found adequate information regarding the issue. Based on the investigation, no systemic issue or product deficiency was identified for the ldh reagent.